Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. At night on (B)(6) 2023, the patient went to a restaurant and he started to walk like a drunk person (walking imbalance), the cgm reading was 60 mg/dl (the device altered for hypoglycemia) and he was not able to take any bg reading, then he suddenly lost consciousness. The man who was with him tried to wake him up and treated the patient with coke, but the patient was unresponsive. The staff at the restaurant called the ambulance and the paramedics treated the patient with IV d50 medication (dextrose). At that time the cgm reading was 50 mg/dl and there was no bg reading reported. After the treatment the patient woke up. The patient declined to be taken to the hospital. Before he went back to the hotel the cgm reading was 140 mg/dl. After 45 minutes he went back to the hotel and the cgm reading was 178 mg/dl and he was feeling fine. The patient reported that although the cgm was showing 60 mg/dl during the event he was feeling the bg lower than this value (below 40 mg/dl). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.